Manufacturer narrative:
A review of the customer provided images confirmed the product details of the affected instrument. The images also showed the distal end of the instrument, however, no physical damage and/or abnormalities related to the reported event were visible. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument kept rotating when used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon side console's (ssc) high resolution stereo viewer (hrsv). The issue while using the instrument did not involve an inability to move the instrument or the instrument moving freely with uncontrolled motion. It was further clarified that the instrument did not rotate as expected and moved less than intended. The instrument was confirmed to move in the intended direction with correct rotation, but was delayed and less than intended. There was no shakiness or friction, instrument to instrument or system to arm interference, or external collisions experienced/observed. No damage was noted to the instrument following removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the complaint was not confirmed. Visual inspection did not reveal any damage. The instrument was tested and driven on an in-house system where it passed the recognition and engagement tests. The instrument demonstrated intuitive movement with a full range of motion in all directions. The grips opened and closed properly, and were aligned. The instrument was fully functional, and no product-related issues were identified.

Event description:
Refer to h11 for follow-up information.